Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit returned presents the spring tip missing. The visual and tactile inspection was performed and the device presents a spring tip fractured at 327.8cm approximately from the proximal end; moreover, approximately 2.2cm distal end of the spring tip was not returned. All the outer diameter measurements are within the specifications. Sem analysis revealed the corewire and coil, both presented evidence of cyclic bending as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guidewire was unable to cross the lesion. The target lesion was located in an unspecified coronary artery. A 330cm rotawire was selected to advance the lesion. During procedure, it was noted that the rotawire was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a spring tip fracture.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire was unable to cross the lesion. The target lesion was located in an unspecified coronary artery. A 330cm rotawire was selected to advance the lesion. During procedure, it was noted that the rotawire was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a spring tip fracture.